Event description:
I had several surgeries that made me think that it might be bad mesh. Hernias in stomach. Did the problem stop after the person reduced the dose or stopped taking or using the product: no. Did the problem return if the person started taking or using the product again: yes. (B)(6) hospital, 20x25 strattice mesh 6x8 proceed mesh, (B)(6) hospital proceed mesh. After risks and benefits were explained and informed consent was obtained, the pt was brought to the surgical suite and placed in the supine position. After induction of general anesthetic, the abdomen was prepped with chloraprep and draped in a sterile fashion. An incision was made in the left lateral abdomen and allowed placement of a bladeless 11 mm trocar in the abdomen under direct vision and insufflated. Under direct vision, two 5 mm trocars were placed in the left lateral abdomen. There were multiple adhesions in the right lower quadrant. These were taken down with harmonic dissection revealing an approx 3 x 5 fascial defect. A 6 x 8 proceed mesh was brought on the operative field. Three 0 pds sutures were placed in the superior part of the mesh. It was rolled, placed in the abdomen, and flattened. Counterincisions were made on the skin and sutures run up to the abdominal wall and tired. The "----" of the mesh was then secured to the anterior abdominal wall with a securestrap. Hemostasis was well achieved. Trocars were removed under direct vision and insufflated. The skin was approximated with 4-0 monocryl. Dressings were applied. Anesthesia was discontinued. The pt taken to the postanesthesia recovery room in stable condition. Please see reports mw5055969 and mw5055971.